Event description:
The patient reported that the ok button was not activating desired pump functions when pressed. The patient said it requires hard and multiple button presses to activate desired pump responses over the past two weeks. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
(B)(4): the keypad was found to be intact; no peeling or lifting was observed. The keypad was removed and revealed contamination located under the contrast, up arrow, down arrow and ok contact buttons. The contrast, up arrow and down arrow keys all respond when pressed. The ok key has intermittent response when pressed. The contrast, up arrow and down arrow keys all have normal spring back or click. The ok key contact button was found to be inverted. Unrelated to the complaint, visual inspection revealed that the ok keypad emblem was found to be worn.

Manufacturer narrative:
The pump has been returned to animas. Evaluation is not yet complete. When evaluation is complete the results will be provided in a supplemental report. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.